Manufacturer narrative:
Based on the customer complaint of master controller issues on the system, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the right master tool manipulator (mtm) and calibrated it. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The right mtm was evaluated by failure analysis (fa). The fa technician was not able to finish running tests due to error 23025 and 23008. The sine cycle test failed. The mtm and gimbal parts were being replaced and the mtm would complete testing. The following parts would be replaced as a fix: axis 1 motor, axis 2 motor, a1 motor cable, a2 motor cable, axis 1 pot, and axis 2 pot. The complaint regarding controller issues on the system was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause of the reported failure is attributed to component failure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon called the technical service engineer (tse) and stated that they could not control the system with the right master controller. The tse determined that an error had occurred, and the surgeon had disabled the right master tool manipulator (mtm). System logs confirmed reoccurrences of pot-to-encoder errors reported by the right mtm. The tse found a service order (so) had been previously dispatched. The field service engineer (fse) will repair the system according to the so. The procedure was completed as planned with no reported injury.